Event description:
It was reported that during an unknown procedure that the stapler jammed at first use. No further information was provided. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4: batch # 321c56. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no reload present, and with the knife partially deployed which prevented the device from fully closing. Attempted to bailout the device to return the knife and the knife would not return. After further evaluation, the CT scan analysis showed, a missing left knife wing and damage evident on the interior of the t slot. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was observed the knife bent towards the broken knife side, preventing anvil closure. No knife wing was found with the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 321c56, and no non-conformances were identified. Additional information was requested and the following was obtained: the information given: stapler did not fire and no disruption was caused to the patient or the procedure. A new device was opened and the defective device was sent back.